Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer was also received calibration not accepted alert. The customer reported blood glucose value of 126 mg/dl and sensor glucose was 400 mg/dl. The customer reported hyperglycemic event was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040ma, mmt-342, mmt-431ag, mmt-1884. Troubleshooting was performed for hyperglycemic event. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using smartguard/auto mode of the insulin pump at the time of event. Troubleshooting was performed for differences in glucose levels. The difference between sensor glucose and blood glucose values was 274 mg/dl and it is beyond 30% limit. Advised sensor may no longer be responding to glucose changes. Troubleshooting was performed for sensor alert and the customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.